Event description:
It was reported that prior to the attempted implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvulop lasty was performed using a 22 mm non-medtronic balloon due to tortuous anatomy and calcification. The valve and delivery catheter system (dcs) were inserted into the patient and advanced to the annulus. Following an initial attempt at deployment the valve was recaptured due to positioning difficulties related to the patient's tortuous anatomy. The valve was deployed and recaptured two more times for the same reason. After the third recapture the valve was withdrawn from the patient. A new 18 by 40 external non-medtronic sheath was placed. A new valve was loaded into a new dcs and inserted into the patient. At 80% deployment, the valve dislodged in the aortic direction. The valve was recaptured and withdrawn from the patient. The case was ultimately aborted and there was a 30-minute procedural delay. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-29 (serial: (B)(6)); product type: 0195-heart valves; product ID evfxplus-29 (serial: (B)(6)); product type: 0195-heart valves; product ID d-evolutfx-2329 (lot: 0012758113); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the deployment starting point for the second valve was at the bottom of the pigtail catheter. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 3 millimeter's (mm) and the implant depth on the left coronary cusp (lcc) was 5 mm. A non-medtronic guidewire was used during the procedure.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.